Event description:
It was reported that a cartridge alarm occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as a corrective measure, and the customer was informed about receiving a new pump with updated software. The customer, who used manual injections for backup insulin therapy, was instructed on how to put the pump into storage mode and return it using a pre-paid shipping label. The customer acknowledged the need to connect their continuous glucose monitor and program their settings into the replacement pump once received.